Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the piston would not stop moving during fill tubing. The customer's blood glucose was 136 mg/dl at the time of call. The customer's blood glucose was 47 mg/dl at the end of call. The customer stated that they treated the low blood glucose with food. The customer performed self test and the insulin pump passed. The customer performed displacement test and the insulin pump failed. The customer declined to troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No prime or fill anomaly noted. The insulin pump was returned without belt clip unable to confirm the damage. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner and broken belt clip slot.